Event description:
(B)(4).

Manufacturer narrative:
(B)(4). A follow-up report will be provided after the inspection results are available. We have informed our production site accordingly. The results from reviewing of the batch history record in sap system of product: easypump ii lt 270-27-s, code: 4540008, batch no: 2d1028ed12, shows this batch was manufactured on 04/10/2012 and does not find any non-conforming results. From the manufacturing process, there are sampling using sterile water for both in-process inspection before sterilization and final release inspection after sterilization, found no defect of pump does not flow.